Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patients left-sided cervical lead was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4)description: linear st lead, 70cm model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patients left-sided cervical lead was non-functional. The patient will undergo a revision procedure.